Event description:
In 2008: the pt's common bile duct was compressed due to hcc and metastasis of left lobe of liver. The physician converted a ptcd-r2-pig-hrt-102193 for internal and external drainage catheter and then placed it in the right bile duct since the pt had an obstructive jaundice. A week later: the physician performed the procedure to exchange the ptcd drainage catheter placed in the right bile duct for an ems (expanded metallic stent). When performing an angiography through the ptcd drainage catheter, the physician confirmed the leakage of contrast media in the chest cavity. He attempted to insert a guide wire through the ptcd drainage catheter, but the wire guide deviated into the chest cavity. The physician removed the ptcd drainage catheter out of the pt's body. The ptcd drainage catheter was found to be broken off. After making a small incision in the right chest, the physician removed the broken ptcd drainage catheter. Ems placement was postponed for a week. After removing the broken ptcd drainage catheter out of the body, the pt did not have any problematic symptoms.

Manufacturer narrative:
Still under investigation at this time.